Event description:
The customer reported that while running an hepatitis core assay, summit sample handler did not pipette the correct amount of reagent in well position a2 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 98-03225-07.